Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The pictures provided were reviewed by the manager of research and development and ph.d., she stated "the diabetes, hypertension and neuropathy all indicate that these underlying conditions may be responsible for the wounds that were observed (or at least patients with these conditions can develop foot ulcers or other foot wounds). The scar from surgery is away from the wound that was the worst (near the big toe). So if the patient was using it for the foot arthrodesis, I would not expect the xl coilette (which is relatively small) to have been centered over the scar and therefore not near that front wound unless the patient was missing treating the actual fusion site. Past clinical evidence has never reported the treatment signal inducing a wound like the patient experienced. In response to the patient stating she is ¿starting to feel red circles¿ when wearing the coil over her brace. If the patient is wearing the device over her brace it is possible that the brace is rubbing the area, but otherwise she should not feel the treatment and I would not expect the treatment signal to cause that type of wound based on previous clinical data. Along those lines, there is a preclinical paper that shows our device can help with diabetic wound healing, and a clinical paper showing the device can help treat charcot foot, another foot wound. Therefore, I also would not expect our treatment signal to have an adverse effect on any potential underlying condition."

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was not confirmed. The coil sflx xl coilette was reviewed and operates as intended. Upon visual inspection of the coil sflx xl coilette no exposed wiring was observed. No abnormal condition was identified during the investigation and device evaluation. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Device analysis indicated that the device met specification if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. The following sections were updated: date of this report lot number date received by manufacturer type of report and follow-up number follow-up type device evaluated by manufacturer and not returned to manufacturer device manufacture date detected, device operated within specification additional narratives/data

Manufacturer narrative:
(B)(4). Concomitant medical product: biomet ebi bone healing system catalog #: 1068234 serial (B)(4). PMA # whole #: p790002/s026. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It is reported the patient was burned while wearing the coil. The patient had been wearing the bone healing system (bhs) coil to sleep for two weeks with out any issues. One morning after wearing the bhs coil to sleep on her foot, she woke up to two round burn marks on her foot. She was wearing a sock at the time but there were no burn marks on it. Patient went to urgent care where she was informed that she had second degree burn since it was blistered. The patient is now using a different coil without incident. No additional patient consequences were reported.